Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) the patient developed delayed healing and non- union, and it was discovered that the nail had broken. This event required additional surgical intervention to remove the construct, and conversion to a hemi-arthroplasty. Device history records review was conducted. A DHR review was performed for: part number: 456.397s, synthes lot number: 7515252, review location: (B)(4), manufacture dates: 10/28/2013. Part expiration date: 09/30/2022. The review of the manufacturing DHR showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision would be taking place on saturday (B)(6) 2016 to remove a nail that had broken postoperatively. No further information was available at this time, but will be provided following the revision surgery. (B)(6) 2016 "lstaley". On (B)(6) 2016, it was reported that the revision surgery took place on (B)(6) 2016. Patient was implanted with a tfn (trochanteric femoral nail) on (B)(6) 2014, at an unknown hospital. Patient presented to surgeon for follow-up on an unknown date. It was determined that the tfn nail had broken in two pieces, and a non-union developed. At revision, the nail, helical blade and distal screw were easily removed, and the patient was revised to a hip hemiarthroplasty. It was noted upon removal, that the patient had very hard dense bone. There was no surgical delay, and the procedure was completed. The patient remained stable throughout the surgery, and was stable following the surgery. This complaint involves one device. Concomitant devices reported: helical blade (part # 456.301s, lot # 7337482, quantity 1); discarded unknown distal screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one ti trochanteric fixation nail (part 456.427s, lot 7453924) was returned for investigation. The device was received broken into two pieces through the proximal locking hole. There is significant wear, fading, and damage evident along the surface of the device. The locking mechanism is intact. The returned concomitant helical blade is intact with significant surface wear/damage. The exact cause of the complaint condition could not be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Per the technique guide, the returned titanium cannulated trochanteric fixation nail is an implant routinely used in the titanium trochanteric fixation nail system. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact cause of the complaint condition could not be determined. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.